Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29may2020.

Event description:
The customer reported that the device had experienced 35 volt power supply failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 17aug2020; b4: 18aug2020. An authorized service personnel(asp) was dispatched to the customer site and discovered that the customer reported the wrong equipment and there was no malfunction related to the reported device. The service order was cancelled no further action warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.